Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 05-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was an infection around the extension. The patient scratching the area was thought to have led or contributed to the issue. The patient when to the hcp's office and the device was explanted. The issue was resolved at the time of the report. It was noted the patient had a medical history of parkinson's disease. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.